Event description:
The user' hearing performance has deteriorated. No history of trauma or illness was reported. As per new information the hearing performance is optimal again as reported by the clinic.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. Reportedly, latest in situ measurements are within normal limits , and the hearing performance has returned to normal. The device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user' hearing performance has deteriorated. No history of trauma or illness was reported.